Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the device was performed and revealed debris lodged between the silicone o-ring and polyurethane cut surface. The debris caused a channel in the sealing surface and into the polycarbonate threads. Visual characteristics of the debris are consistent with polyurethane/polyethylene slivers. The device was subjected to a laboratory external leak test where the dialyzer was submerged and pressurized incrementally, and no leak was detected. This was due to coagulated blood noted between the screw flange and the dialyzer housing threads. The complaint was confirmed and is a known failure type associated with the product. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred between the first and second hour of therapy. The leak was visually observed at the venous end of the dialyzer. The machine did not alarm. Blood test strips were not used. The estimated pt blood loss was 10 cc. The pt had no adverse effects and no medical intervention was required. The pt completed his treatment on a different machine in the facility with a new set-up. The sample is available.